Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient impedance were ok , xray looks normal. Patient needed checked pt. Rep reprogrammed the patient. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient states they were having problems with their stimulator. Patient stated they have fallen many times (they were really bad falls) and now seems as though the stimulator was only stimulating their legs and they're not feeling any stimulation in their back. Patient asked if the changes in stimulation could have been caused by their falls. Agent reviewed that it was possible that the falls could have affected the leads that go into the spinal column. When asked for the event date, patient stated it had been like this for months and months. Patient is planning to see their doctor's p.a. And was told to call to have a manufacturer representative (rep) meet them at the appointment. Patient service reviewed the role of the representative; provided and explained the use of national answering service number for their healthcare provider office to call. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2025, healthcare professional called from the patient's managing doctor's office. The caller states they were attempting to return a call from the manufacturer. The caller states they were told the manufacturer wanted to ask if the falls were related to the pt's stimulation system. The caller noted that neither the caller nor the managing doctor feel as though the fall(s) was/were related or 'relevant' to stimulation system. The caller notes the patient will be seeing the manufacturer representative (rep) in the doctor's office on the 17th of this month for reprogramming related to issues presented in this initial case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back saying they have an hcp appointment on march 24th and need a manufacturer representative (rep) to be there to check on the implantable neurostimulator (ins). Patient repeated they had fallen a few times and they think the implant has dislodged. Patient said the stimulation was now only going down one leg and was no longer in their back or the other leg. Patient also said the implant was sticking out funny and if they lean back on it, it hurts. Agent reviewed role of rep and provided the national answering service number for office to call. Agent again redirected to hcp office to contact a rep, and emailed field team in patient's area. Rep responded to the e-mail they would reach out to the patient.